Event description:
As reported per ansm report (B)(4). Date of occurrence: (B)(6) 2020 incident description: woman born in 1986, 48 kg following laparoscopic right inguinal hernia repair, right thigh + pubic pain, electric shocks, burning, tingling. Surgical report - date of operation (B)(6) 2020 - (B)(6) hospital operator: dr. (B)(6); diagnosis: right inguinal hernia procedure: laparoscopic right inguinal hernia repair using the tapp (trans abdominal pre peritoneal) technique. Indication for surgery: 34-year-old female patient with several years of localized right inguinal pain. Ultrasound revealed right inguinal hernia with fatty content. Indication for surgical management. The patient is warned of the risks and possible intra- and post-operative complications. Lesions found: exploration confirms an indirect right hernia with fatty content. No other lesions. Report: under general anesthesia, supine position. Open umbilical laparoscopy. Placement of a 10 mm trocar at the umbilicus and 2 x 5 mm trocars in the right and left flanks. Peritoneal opening 1 cm above the umbilical orifice. Dissection of round ligament of uterus, cooper's ligament and epigastric vessels. Placement of a preformed bard light prosthesis fixed to the cooper with absorbable staples. Good coverage of the hernia opening. Closure of peritoneum with v-lock 3.0. Removal of trocars under visual control. Closure of umbilical orifice with vicryl. Exsufflation. Subcutaneous naropenin. Monosyn to skin. Dermal glue. Patient's current condition: comments follow-up in an anti-pain center. Daily pain is very complicated to manage at work. Stopped running. Complicated sports practice. Difficult nights. Stomach pain, pubis, thigh and right leg. Chronic constipation. Very low morale. This prosthesis was supposed to enable me to resume a normal life. But it complicated everything at just 34 years of age.

Manufacturer narrative:
A definitive cause for the post-op complications cannot be determined. As reported, the patient underwent laparoscopic right inguinal hernia repair using the tapp (trans abdominal pre peritoneal) technique, during which the 3dmax light mesh was fixated to the cooper's ligament. Reportedly, the patient experienced postoperative symptoms including chronic inguinal pain. Pain is listed as a possible complication in the adverse reaction section of the instructions-for-use, provided with the device. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.